Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in patient for endovascular treatment of an abdominal aortic aneurysm in 2003. It was reported that the patient had an 8 mm long aortic neck with 60-degree angulation and was not a suitable candidate for endograft repair. The stent graft was deployed below the level of the renal arteries and final angiogram showed the stent graft had moved I cm below the seal zone because of the angulation of the aortic neck. A proximal type I endoleak developed as a result of the graft movement. No intervention has been performed and the physician has not decided on how the type I leak will be treated. The patient is being kept under close surveillance by computerized axial tomography scans. No other clinical sequelae were reported.